Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient complained of driveline damage at the bend relief controller connection. Wires visible and the area was covered and secured with rescue tape. No alarms reported. On (B)(6) 2021, the patient underwent a universal percutaneous lead bend relief install. No additional information provided.

Manufacturer narrative:
Manufactures investigation conclusion: the reported separation of the bend relief from the metal connector on the patient¿s driveline was confirmed based on an onsite evaluation by an abbott representative. It was reported that the patient had driveline damage at the bend relief controller connection. Wires were visible, and the area was covered and secured with rescue tape. A clamshell repair was performed by technical service specialist on (B)(6) 2021. No alarms were noted. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2017. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas instructions for use (IFU). Section 6-13 of this IFU discusses damage due to wear and fatigue of the driveline. The patient handbook and IFU also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.